Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump was stopped working. Customer stated that battery cap was not missing or damaged. Troubleshooting was performed. Customer stated that the battery compartment and spring was not damaged or corroded. Customer was inserted new battery. Display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.